Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged the day after it was implanted. A revision was performed wherein the lead was extracted and the patient received intravenous antibiotics to resolve the issue. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.